Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was not working. Insulin pump received unexpected restart alarm. A cold reset was performed. External ram crc error. Insulin pump also received displayable history crc check failed on startup alarm. Customer was able to clear the alarm. Customer was able to rewind insulin pump. Customer stated pump alarm shortly after inserting new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.